Event description:
A hospital in va reported through our distributor that an mr290 autofeed humidification chamber and the tubing of a connected breathing circuit had melted. It was reported the inspiratory and expiratory delivery tubing looked to be set up in reverse, causing incorrect temperature sensing and overheating at the outlet of the humidification chamber. Reportedly, it seemed to have caused the chamber and clear tubing to melt. No pt consequence was reported.

Manufacturer narrative:
The device is en route to the MFR for inspection. A lot check revealed no other similar complaints for this lot number.